Event description:
It was reported that there was a loading issue when clip is locked.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and a clip partially loaded incorrectly. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. First, the partially loaded clip was manually removed. Functional inspection was performed on device. Upon engagement of the trigger, no audible ratchet sound was heard indicating that the internal ratchet ears are broken. No clip fired since the first clip was manually removed. On the next attempt, the clip was unable to load properly as it got stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another in the channel. The sample was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. The broken ratchet caused the clips to become out of position and caused the rotation tab to bend. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet appears to have caused a clip stack to occur which resulted in the rotation tab getting bent. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "loading issues" was confirmed based upon the sample received. One sample was returned with its rotation tab bent and a clip partially loaded incorrectly. Upon functional inspection, it was confirmed that the clips were out of position and stacking on one another in the channel. Additionally, the internal ratchet ears were broken. The broken ratchet appears to have caused a clip stack to occur which resulted in the rotation tab getting bent. The sample was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900685 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a loading issue when clip is locked.